Manufacturer narrative:
The complaint allegation was not observed. Overall, the system and reagents have been evaluated/investigated with no issues identified. The data and information provided does not support a systemic issue but more likely sample specific contributing factors such as samples at the limit of detection (lod) of the cobas® sars-cov-2 test or low level contamination. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A batch MDR is being submitted to represent batch 974 the 7 samples in this run. This will represent one event on a single device as per FDA guidance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples tested with the kit cobas 6800/8800 sars-cov-2 480t analyzed on the a cobas® 6800/8800 system (s/n (B)(4)). The customer reported that they observed positive results for patients¿ samples in batch 974 that contained 7 patients¿ samples. Batch 1122 contained 3 patients¿ samples and batch 1128 contained 3 patients¿ samples. The customer reported that some patient samples were recollected, some retested, using the initial collection, and/or repeat tested on competitor eua platform the altona, pcr on biorad with kit from promega. All 13 of the patients¿ retested or newly tested sample results were negative. The patients¿ samples in question show low level - true amplification such as seen within low level infections. The sample results are being generated as expected for limit of detection (lod). Re-tested samples using other platforms may reveal differences between the cobas assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. No patient details were made available, and no harm or injury was indicated. Patients' samples were collected using mouth and nose in e swab tubes and sometime in universal transport medium. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed for each batch run as per FDA guidance.